Manufacturer narrative:
Section h10: (h3) the revision reported was likely the result of a combination of the previous glenoid allograft not healing, which resulted in migration of the allograft, improper implantation of the implants during the index surgery, and subsidence of the humeral stem and humeral tray, which likely caused mechanical notching and osteolysis and subsequently resulted in the reported medial wear. However, this cannot be confirmed as the explants were not returned for evaluation and immediate post-operative x-rays of the index surgery were not provided.

Manufacturer narrative:
Pending evaluation. (Concomitant medical products) concomitant device(s): 320-15-05, (B)(4) - eq rev locking screw. 320-10-05, (B)(4) - equinoxe reverse tray adapter plate tray +5. 321-20-00, (B)(4) - equinoxe reverse shoulder drill kit. 320-15-06, (B)(4) - rs glenoid plate +10mm cage peg. 320-20-00, (B)(4) - eq reverse torque defining screw kit. 320-20-46, (B)(4) - eq rev compress screw lck cap kit, 4.5 x 46mm. 320-20-46, (B)(4) - eq rev compress screw lck cap kit, 4.5 x 46mm. 320-20-46, (B)(4) - eq rev compress screw lck cap kit, 4.5 x 46mm. 320-20-46, (B)(4) - eq rev compress screw lck cap kit, 4.5 x 46mm. 320-20-38, (B)(4) - eq rev compress screw lck cap kit, 4.5 x 38mm. 320-01-42, (B)(4) - equinoxe reverse 42mm glenosphere. 300-30-08, (B)(4) - equinoxe preserve stem 8mm.

Event description:
Approximately 13 months postop the right tsa, this (B)(6) y/o male patient had been complaining of right shoulder pain for a number of months. Imaging was done and couldn¿t see anything wrong with the shoulder/implants. Upon surgery, the liner had been worn on the medial side ¿ surgeon believes this was the problem. The surgeon also performed a graft to help to build back some of his glenoid. The humeral adapter tray, the liner, glenoid plate, the drill kit, the glenoid baseplate, screws, glenosphere and locking screw were replaced. The patient was last known to be in stable condition following the event. Device will not be returned due to ¿they cannot sterilize them to allow the products to be sent by a courier overseas¿. Patient was last known to be in stable condition following the event